Manufacturer narrative:
Product ID 37752 lot# serial# (B)(4), implanted: 2009 (B)(6), product type recharger product ID 3708160 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID 3708160 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID 39565-30 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2010 (B)(6), product type lead (B)(4).

Event description:
It was reported since the patient had their (previous) implantable neurostimulator (ins) installed he had ¿problems¿ with it. It was stated, the patient had an x-ray of his lead and ¿where the electrodes were, it started to migrate.¿ it was also stated, the stimulation ¿ended up stopping all together and felt nothing, because the leads had been compromised.¿ it was stated only the ins was replaced. [Omitted information from pe (B)(4): stim feels different]